Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the handpiece overheated during a cataract with intraocular lens surgical procedure. The overheating resulted in corneal burns to 4 patients. Sutures were needed to close the wounds. Additional information has been requested.

Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. (First: temp/thermal/intervention: unable to confirm/unable to determine) the week prior to this reported corneal burn event, the company representative visited the site and verified that the system met specifications. The phaco handpiece was not returned nor tested. Therefore the handpiece cannot be confirmed for a non-conformance. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on march 23, 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on april 15, 2014. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (Second hp- temp/thermal/intervention: unable to confirm/unable to determine) the week prior to this reported corneal burn event, the company representative visited the site and verified that the system met specifications. The phaco handpiece was not returned nor tested. Therefore the handpiece cannot be confirmed for a non-conformance. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on march 23, 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on april 15, 2014. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (Third hp- temp/thermal/intervention: unable to confirm/unable to determine) the week prior to this reported corneal burn event, the company representative visited the site and verified that the system met specifications. The phaco handpiece was not tested; therefore the handpiece cannot be confirmed for a non-conformance. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system was manufactured on april 15, 2014. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).